Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer had not yet addressed their bg at the time of call with customer technical support. Reportedly, the customer was not completing the air removal step prior to filling the cartridge. Reportedly, a new cartridge was loaded to resolve the issue.